Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for a follow up in clinic . It was noted that an episode of right ventricular oversensing deemed to be right ventricular undersensing on the discrimination channel was viewed. Programming changes were recommended to resolve the issue. There were no patient consequences. The patient was stable.

Event description:
New information received notes programming changes were made and the issue was resolved.